Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the small grasping retractor instrument had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument associated with this complaint and completed investigations on 2/7/2025. The instrument was found to have a loose pitch cable at the proximal clevis. A visual inspection of the backend found no evidence of a cracked clamping pulley, input dis, or input shaft that would have caused the loose cable. In addition, the pitch cable was found to be derailed from its normal position at the distal idler pulley. Cable failure can be caused by a few different things, including external collisions or other sources of damage during use or during reprocessing. An instrument with a loose cable will be detected by a surgeon as wrist movement at the distal end of the instrument will not be precise.

Event description:
Refer to h11 for follow-up information.